Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not deliver all of the programmed medication.. The programmed rate was 5ml/hour, remaining volume was 230, and volume given was 0. Medication or therapy being infused was 5fu. The issue occurred while in use with patient, and there was no injury to the patient or medical intervention of any kind was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.